Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint was confirmed in the lab and by the supplier, (B)(4), for a damaged pouch. The batch review provided by (B)(4) found no anomalies. A follow-up report will be filed should any significant supplemental information become available. The root cause was not determined.

Event description:
It was noted that the pouch was damaged when it was taken out of carton. No patient injury or medical intervention was reported along with this complaint.